Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted at a surgical procedure as it was exposed through the pocket. A new icm was implanted at the same surgical intervention. The explanted icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted at a surgical procedure as it was exposed through the pocket. A new icm was implanted at the same surgical intervention. The explanted icm has been returned for analysis. No additional adverse patient effects were reported.